Manufacturer narrative:
The customer was contacted inquiring for patient information and event date.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but it is unknown if there was patient harm.